Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged the battery compartment was cracked with moisture in the pump behind the infra-red window and in the display. The reporter stated the patient had been swimming prior to these issues becoming apparent. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2019 with the following findings: on investigation, moisture damage was confirmed behind the display lens. The battery compartment was cracked with confirmed moisture ingress at the site of the crack as well as through a tear in the audio bolus button cover. Additional moisture damage was found inside the pump affecting the internal components. Investigation confirmed the complaint.